Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7070794. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 361974.

Event description:
It was reported that the patient was not getting adequate pain relief due to high impedances on the leads. No device malfunction was suspected. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.